Manufacturer narrative:
Product ID 74001 lot# n320269, implanted: 2013 (B)(6); product type adapter product ID 37746, serial# (B)(4); product type programmer, patient product ID 3888-33 lot# v772100, implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3550-29 lot# n301368, implanted: 2013 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the stimulator was moved down to the abdomen area from the previous implant¿s location in the shoulder area. The device became infected and was eventually taken out ¿four to five months ago.¿ the patient was speaking with a doctor about a replacement because, he was in pain. Three days later, it was reported that the patient was doing ok, but had not been cleared by infectious disease yet to have another system implanted. Refer to manufacturing report #3007566237-2012-02511 as the patient had an infection with the previous device as well.